Event description:
Boston scientific crm received information that the patient presented to the clinic with reproducible atrial and ventricular oversensing. It was noted that the device was programmed to unipolar pacing configuration in both chambers and there was over 15 thousand atrial tachycardia response episodes stored due to the oversensing. Electrogram (egm) strips were sent in to technical services (ts) for evaluation. The egm showed that the patient was in mobitz type ii and had three premature ventricular contractions. The boston scientific sales representative (sr) stated there was a timing issue that was causing right ventricular (rv) pacing at inappropriate times. The rv sensitivity was increased, since the physician wanted to ensure more pacing, and several other timing based programming changes were made to the device. The sr felt that the unipolar programming was due to the physician's concern over undersensing that had been seen in the past on the non-boston scientific rv lead. Ts stated that since the patient does have a slow underlying rhythm, there is less chance of oversensing in bipolar pacing configuration. The device was reprogrammed to bipolar sensing for both chambers. No adverse patient effects were reported. All products remain implanted in the patient.

Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this event will be updated as necessary

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The pacemaker was explanted over five years later for reported normal battery depletion. The device was returned for analysis one year after explant.